Manufacturer narrative:
The insulin pump passed the displacement test and the self test. The insulin pump was monitored and functioned properly. No missing segment was noted. No black blotches or spot was noted on the display. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had partial display. Customer's blood glucose was unknown mg/dl. The customer was advised to insert an (B)(6) aaa alkaline battery. Customer stated that the display returned to normal. The customer was assisted in performing a self test. The customer was advised that he device is working fine.